Event description:
Fentanyl drip-2500 mcg/250 ml was hung at approx 1700. At approx 1900, it was noticed that the bag was empty. The rate of infusion had inadvertently been set at 150 cc/hr. Dopamine was infused for approx 25 minutes to couteract hypotension and the fentanyl infusion was held. Rate should have been 15 cc/hr.